Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Clinical specialist emailed that customer's pump may be stopping unexpected and air bubbles were forming. On follow-up customer alleged the piston rod would stop resulting in delivery inaccurate due to not functioning properly. No adverse event reported. Requested return of the alleged device for evaluation.